Manufacturer narrative:
H3: one cadd legacy 1 pump was received for evaluation. The event history log was reviewed and there were power down pump turned on, high pressure and no disposable messages after the pump started. A functional test was conducted and the pump was visually inspected. The reported "double beep no cassette" when batteries are inserted to power up was unable to be confirmed. Fluid ingressions were found on the pump by the chassis base of the occlusion sensor. It was recommend that the downstream occlusion sensor be replaced.

Event description:
Information was received that during testing of this smiths medical cadd legacy 1 pump, the pump exhibited double beep no cassette. No reported adverse effects.